Event description:
1 posterior neck leading to cord compression and spinal cord injury - gwj patient. The following summary provides additional information gained during a march 11th discussion held between (B)(6) and surgeon: age of patient is unknown. Surgery was performed in (B)(6) 2019. I-factor flex fr was used as a standalone graft in the posterior cervical spine following laminectomy. Swelling in posterior spine meant that there was compression directly onto the spinal cord resulting in loss of respiratory function. This occurred within 24 hours of the operation. The patient was taken back to theatre as an emergency case to have the swelling removed. Seroma was drained and pressure released. Seroma was more orange in colour - surgeon did not know why when asked again regarding this observation. He would expect the materials to be clear, straw colour .no other factors which may have contributed tot he seroma formation. Surgeon confirmed that there was no radiological evidence of I-factor migration. He suggested the only change was the introduction of I-factor.

Manufacturer narrative:
The lot-specific information was not provided by the complainant. All products manufactured are subject to a rigorous DHR review throughout the process and as part of release to finished goods. While the product lot number is not known for this patient/case, there is no indication that any product distributed failed to meet specificaitons. Based on the information gathered, no causal link could be established between I-factor flex fr and the reported complaint. Other potential contributing factors to consider are the patient physiology/condition and/or concomitant devices used for the surgery.